Event description:
A malfunction was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted. Technical support confirmed that the customer would receive a replacement pump with updated software and provided instructions on returning the faulty pump.